Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is unable to be returned.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the complained device was not returned. The investigation conducted are based on the test of the retain samples and the reviews of the batch manufacturing records (bmr). The device is manufactured in limerick (ireland). So the complaint information was forwarded to the manufacturing facility. Both retain sample tests of the final lots ic01701 were tested using the injectability test. All tests were passed. The reviews of the bmr were completed and no discrepancies were recorded. It has been confirmed that the product and it¿s components (liquid and powder components) were manufactured per validated conditions. Possible root causes for the reported issue of hydroset setting too quickly are according to the design risk analysis: cement setting reaction too fast. Cement filter presses causing liquid powder ratio imbalance. Cement is too dry. Heat transfer from user increases reaction rate. Product stored at too high temperature and was not allowed to equilibrate. High or temperature. Interface leakage or component disassembly causes improper liquid powder ratio. A setting time issue of the hydroset cement. Furthermore, according to the developer regarding a previous, similar complaint it is possible that the cannula became blocked with bone debris or a clot formed on the cannula which prevented the injection. Another possibility is that the system became airlocked. It is specified in the IFU and op techniques to attach the cannula to the syringe and extrude the material to eliminate the air in the syringe; this should be performed outside of the defect. The additional reported consequence ¿surgery cancellation¿ was identified to be a new harm for the design risk analysis of hydroset. Therefore nc # 718551 was initiated and the actions are ongoing. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that while using hydroset in surgery, the hydroset set allegedly too quickly and was not able to be used. It was also reported that the surgeon mixed the hydroset in the correct manner relating to the IFU and that this was done within the correct time perimeters. It was also reported that the hydroset set within the 2 minute timeframe and that it was mixed for 45 seconds and then transferred into the injection device one minute later. The customer did have to change the delivery plunger that was used, as the first one fell on the floor. The second plunger that was used was the hospital's own and not a stryker plunger, however the cement had already set when using the first plunger. It was reported that due to the fact that there was not another set on the shelf that could be used, the surgery had to be cancelled and the patient was stitched back up. The surgery has been rescheduled for 2 weeks time. The company representative reported that the temperature in the operating room was average and no different to any other time that the product has been used.

Event description:
It was reported that while using hydroset in surgery, the hydroset set allegedly too quickly and was not able to be used. It was also reported that the surgeon mixed the hydroset in the correct manner relating to the IFU and that this was done within the correct time perimeters. It was also reported that the hydroset set within the 2 minute timeframe and that it was mixed for 45 seconds and then transferred into the injection device one minute later. The customer did have to change the delivery plunger that was used, as the first one fell on the floor. The second plunger that was used was the hospital's own and not a stryker plunger, however the cement had already set when using the first plunger. It was reported that due to the fact that there was not another set on the shelf that could be used, the surgery had to be cancelled and the patient was stitched back up. The surgery has been rescheduled for 2 weeks time. The company representative reported that the temperature in the operating room was average and no different to any other time that the product has been used.